Event description:
Meter name: ot ii. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaking, eyesight issues, weakness. A pt reported they were unable to test. Their meter allegedly would only prompt redo check message. The result on their meter was 243 mg/dl. There were no other tests or comparisions. Treated self with insulin.